Manufacturer narrative:
Correction h10: this report is a duplicate of manufacturer report number 1314492-2022-05318. All information can be found under that manufacturer report number 1314492-2022-05318. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed upstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.